Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated someone else setup the home patient (hp) that night because the cg was not there. The cg stated the hp never connected. The cg stated there were two unused lines in the organizer and the clamps were open. The tsr informed the cg that air was sucked into the system and that she would need to end the therapy and start over. The tsr assisted the cg to end therapy and the tsr advised the cg to dispose of all current supplies used and to start over using all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.